Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and the tubing only filled half way. There was no impact to the customer's blood glucose level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.